Event description:
It was reported that a defibrillation lead had pace/sense impedance increase to more than 3,000 ohms and that there was increase in thresholds. The lead was capped and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.